Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation from the lifevest. The irritation was described as red, bumpy, and having blisters. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient's physician advised the patient to use cetaphil on the skin irritation and the skin irritation is improving.